Event description:
Noise reported on hmsc recordings. The patient had a pocket revision on 18-oct-2021. Shock impedance dropped after the revision and has remained lower than the past years trend. Sensing has also decreased. The short rv interval count has jumped to greater than 249 as of december 2021. Rep will do a full lead evaluation with postural and isometric testing, then consult with the physician. Lead remains implanted. No adverse events reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Lead was capped on (B)(6) 2022 due to noise. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.